Event description:
The customer reported that they had trouble viewing 12 lead with simulator; however, when connected to a pt the heartstart mrx showed the leads "just fine". There was no negative pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.